Event description:
A customer reported two instances where the knife included in the sterile pack was found to have poor cutting performance. In each case a separately packaged knife was used to complete the surgery. The cases were completed without harm to either patient. No patient identifiers were provided.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the company's acceptance criteria. The root cause for the poor cutting performance experienced by the customer cannot be determined. (B)(4).